Manufacturer narrative:
This issue was previously submitted under MFR report # 1415939-2011-00154. The suspect medical device changed from the architect troponin-I reagent, list # 2k41-28 to the architect i2000 sr analyzer, list # 3m74-01. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of instrument and maintenance logs. A review of qc results showed that troponin qc was within range, but the troponin result for the cardiac level 1 control was out low with a flag of 1-3s on the day prior to the discrepant result. A review of maintenance performed showed that the last calibration date for the sample, r1, and r2 pipettes was (B)(6) 2010. No date was available for the last calibration date for the stat pipette. A review of error messages showed that there were some error code 5000; stat pipettor movement restricted. Customer support instructed the customer to replace the stat probe, and verified on (B)(4) 2011 that since replacing the probe the problem has not recurred. A review of instrument service history was performed and no similar issues were identified. A review of quality metrics did not identify an adverse trend related to this issue. The architect system operations manual lists multiple probable causes and corrective actions for erratic assay results. Categories for probable causes include probe tip bent or damaged, probe not positioned correctly, sample not collected or prepared correctly, and sample contains fibrin clots or particulate matter. Corrective actions include replacing the probe, performing pipettor calibration, and removing fibrin clots or centrifuging samples. Based upon the data available and the results of this evaluation no product deficiency was identified.

Event description:
The account stated that a false positive architect troponin result was generated. An initial result of 0.630 ng/ml was generated. The sample was repeated with a result of 0.022 ng/ml. There was no report of impact to patient management.